Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified internal iliac artery. A 10mmx30cm and a 10mmx50cm interlock coil were selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the devices protruded from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a pusher wire, coil, introducer sheath and a valve were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. The coil was inspected, and it was found kinked and stretched. The pusher wire was found kinked. No more damages were found in the returned device. Functional inspection revealed that the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due the stretched condition. It was pulled out backwards to release the main coil. Microscopic inspection of the main coil and pusher wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. The non stenosed target lesion was located in the moderately tortuous and non calcified internal iliac artery. A 10mmx30cm and a 10mmx50cm interlock coil were selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coils were removed from the patient's body, it was noted that the devices protruded from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported.